Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had issues with low blood glucose levels. It was reported that the customer had been as low as 26mg/dl. The customer's most current level was reported to be 70mg/dl. The customer treated the lows with juice box and chocolates. Troubleshoot was conducted. The customer was advised to monitor the device and contact their healthcare provider regarding pump settings.